Event description:
It was reported that during an atrial tachycardia (at) case, a pericardial effusion was noticed. There were no visible signs on the patient other than a drop in blood pressure. The physician had a hard time at the beginning of the procedure placing the coronary sinus catheter. Confirmed that no ablation had been completed and only the right side and coronary sinus had been mapped when they noticed the pericardial effusion. No errors were displayed and no high force issues were reported. The pericardial effusion was confirmed using a hand held sono site probe and fluoroscopy. The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The CT surgery team was called in and would most likely be opening the patient to determine where the pericardia I effusion was located. The patient was reported to be in stable condition. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)